Event description:
The customer called to report that the pump had a full segment display when pressing the buttons. The customer called back later and informed that they were hospitalized for dka. It was stated that the meter high the night before patients admission. The customer did not change the set at that time, and then patient went to the hospital.